Event description:
(B)(4). About a year after I had the essure implanted I began having period strength and stronger abdominal cramps, lots of spotting, my period coming whenever, extreme anxiety and depression.